Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual examination of the returned device revealed that the balloon material was torn and bunched near its distal end. The tear was 15 mm distal to the proximal end of the balloon. A visual and tactile examination of the catheter revealed a kink at 245 mm and 845 mm distal to the proximal end of the device. A kink was also found on the catheter tip and on the portion of the catheter inside the balloon. The event was caused by another device.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the balloon material split open on the tip of the ureteroscope while being repositioned during the procedure. One successful inflation was made with the balloon before the tear occurred using a leveen inflator and a 50/50 mixture of saline and contrast media. It was reported that the balloon was completely deflated before it was repositioned for the second inflation. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable." The event, as reported, does not constitute an MDR reportable event; however, the analysis of the returned device revealed a reportable failure.